Manufacturer narrative:
Correction to d9, the product return date was 26nov2021. Correction to g3 of the initial, the date received by the manufacture was 27nov2021.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. A blockage is present in the air / water channel. The debris in the nozzle is a dark rubber like material. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defect was identified in relation to the customer specified fault. Adhesive around lg (light guide) lens and ob (objective lens) worn. Lifting distal end adhesive. Up/down angle are not to specification. Up/down angle play. Electrical safety test is not to specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, a foreign debris was found protruding from air/water nozzle. The issue found during device maintenance. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The event date is unknown. Report source: foreign country (B)(6), health care professional, and the user facility. Correction "investigation findings" of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a piece of silicone rubber product or injection tubing entered the air/water channel, clogging the nozzle. The dark rubber like material did not originate from the olympus device. The root cause of why the foreign material was present could not be determined. The following is included in the instructions for use (IFU) and may have helped detect or prevent the foreign material clogging the air/water nozzle: "inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.